Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpediton everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience xpedition device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was moderately calcified and mildly tortuous. Post-deployment of the 3.0x28mm xience xpedition stent, there was a long distal edge dissection. A 2.5x23mm xience xpedition stent was deployed as treatment but also dissected. Finally, a 2.5x12mm xience xpedition stent was successfully used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.